Event description:
It was reported that during a laparoscopic oesophagus procedure, active blade broken, part fell into patient, could not be removed (did not find). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.